Manufacturer narrative:
The insulin pump was received with no motor error alarm. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm, displacement tests and passed the motor test. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The company representative reported that the insulin pump received a motor error alarm during a set change. There were no other alarms before the motor error alarm. There were no significant events prior to the alarm. The customer stated that they used the sensor sometimes, but not during the alarm. It was also stated that they were not able to retrieve settings and they removed the battery. The blood glucose reading was 10.4 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert their back up plan.